Event description:
It was reported that the patient was having severe pain at night with her stimulator where it felt too high. Patient services assisted the patient's daughter through decreasing stim to a comfortable level. The patient also had a uti (urinary tract infection) that could be affecting how she was sensing stim. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33 lot# s00372634, implanted: 2008 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).